Event description:
The event is reported as: tip broke off in patient. The staff noticed the tip of the carbide insert had broken off after the surgery. They took the patient to get x-rays and the missing piece was not found. Patient current condition is unknown.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.